Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began between 8-9 a.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿139 and 61 mg/dl¿ with the subject device, performed more than 20 minutes apart. The time difference between the comparison tests does not meet the criteria necessary for lfs to determine an inaccuracy. The patient advised that she does not take any medication to manage her diabetes and advised that in response to the alleged issue, she consumed less food and drink and was in the process of preparing for a fasting blood test. The patient reported that a couple of minutes after the alleged issue began, she developed symptoms of ¿shaking and sweating¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the established that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.